Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation under the left ECG electrode. The irritation was open and had both blood and pus. The patient's wife, who is a physician, applied an antibiotic cream and a bandage to the open irritation. After applying the antibiotic cream and bandage to the open irritation, the patient reported that the irritation improved.